Event description:
It is reported that the device was implanted in 1996 and that the pt was revised for dislocation.

Manufacturer narrative:
Information was rec'd from a distributor who is not required to complete form 3500a. Evaluation summary: operative notes were not provided, and the pt demographics are unk. It is unk if the devices were implanted with the appropriate fit and orientation per the applicable surgical techniques. Instrumentation used is unk. The condition of the implants is also unk. The condition of the implants is also unk. In addition, it is unk if the pt followed the appropriate rehabilitation protocols. Based on the information provided, it is not possible to determine a definitive cause for this issue with certainty. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.